Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an off/no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was 214 mg/dl. Customer also reported that the insulin pump had a blank display and that the battery cap was stripped. The customer was advised that the battery cap would be replaced. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.